Event description:
A medtronic rep reported that there was a loss of communication between the stealth and the o-arm during a spinal fusion case. The surgery was completed w/o navigation. There was no harm to the pt.

Manufacturer narrative:
The device has not been returned to the MFR.